Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to revise this patient's right ventricular (rv) lead, this atrial lead dislodged and was replaced with a new lead. No adverse patient effects were reported.